Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a scheduled nephrostomy drain replacement the new ultrathane mac-loc locking loop multipurpose drainage catheter used began to leak at the hub. Another drain was placed and the procedure was completed successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/ dimensional verification of the returned device were conducted during the investigation. It was confirmed that ten devices in total were returned in varying conditions (one used, seven unopened, and two unopened from other lots). All devices were pull and twist tested, and leak tested. One unopened device formed a drop of water between the tubing and cap during leak testing, and visual examination showed two unopened devices out of specification for number of threadsshowing. The complaint for hub leakage was confirmed based on this examination. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. IFU states: inspect the product to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. However, appropriate measures have been initiated to address this issue. We will continue to monitor for similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required.

Event description:
No new event description information to report at this time.